Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedances on the other manufactures right ventricular (rv) lead, measuring greater than 3000 ohms. A lead safety switch (lss) was also declared which switched the pace/sense configuration from bipolar to unipolar and it was noted the events had muscle noise. Impedances were noted to be around 400-500 ohms until this spike occurred. Boston scientific technical services discussed possible causes and provided programming options. This pacemaker and other manufactures rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedances on the other manufactures right ventricular (rv) lead, measuring greater than 3000 ohms. A lead safety switch (lss) was also declared which switched the pace/sense configuration from bipolar to unipolar and it was noted the events had muscle noise. Impedances were noted to be around 400-500 ohms until this spike occurred. Boston scientific technical services discussed possible causes and provided programming options. This pacemaker and other manufactures rv lead remains in service. No adverse patient effects were reported.